Manufacturer narrative:
Device evaluation: one portex blue line ultra (blu) tracheostomy tube was returned for investigation in used condition. The returned sample was visually inspected at 12 to 16 inches, and normal conditions of illumination. No defects were found in the sample. The cuff of the returned sample was then inflated with air using a syringe. The product was then immersed in the water in order to look for any leaks. Air bubbles were seen coming from the cuff. The customer reported leak was therefore confirmed. The product most likely became damaged, after it had left the smiths medical manufacturing facility. The samples are all leak tested, during the manufacturing process. A definitive root cause was not established, however.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned during the use of the product, the customer noticed air was leaking from the cuff. No patient injury.